Manufacturer narrative:
Additional information: a2, a3, a4. Patient: premature neonatal.

Event description:
It was reported from neonatal intensive care unit that half an hour into infusion of total parenteral nutrition (tpn) via buretrol, which was just refilled half an hour prior with 13.2 ml volume to be infused and set rate at 3.4ml, the device alarmed infused complete and was noted that the rate was changed from 3.4 ml/hour to 13.2ml/hour. Although requested, additional information was not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from neonatal intensive care unit that half an hour into infusion of total parenteral nutrition (tpn) via buretrol, which was just refilled half an hour prior with 13.2 ml volume to be infused and set rate at 3.4ml, the device alarmed infused complete and was noted that the rate was changed from 3.4 ml/hour to 13.2ml/hour . Although requested, additional information was not provided.

Event description:
It was reported from neonatal intensive care unit that half an hour into infusion of total parenteral nutrition (tpn) via buretrol, which was just refilled half an hour prior with 13.2 ml volume to be infused and set rate at 3.4ml, the device alarmed infused complete and was noted that the rate was changed from 3.4 ml/hour to 13.2ml/hour. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: d11. The report of a tpn over infusion was not confirmed through a review of the device logs or through testing. Inspection: pcu sn: (B)(6). An internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover and the rear case. There was slight contamination observed on the logic board. The front cover and power cord are third-party parts. The front cover has damaged bottom inserts, the rear case is cracked along the dome, and a handle insert is cracked. The pcu error log showed no errors or malfunctions on the reported incident date. The pcu event logs only go back to (B)(6)2020. The pcu event logs were overwritten by continued use of the pcu. There were no recorded uses of pump module sn: (B)(6) at the reported event rate of 3.4 ml/h nor at the reported rate that the pump module was changed to 13.2 ml/h. Testing could not be performed because the source device was not returned for investigation and the event details previously stored in the pcu have since been overwritten. The root cause of the reported over infusion was not identified. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 02/20/2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/18/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.